Manufacturer narrative:
H3: pending investigation. D10: (B)(6) 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 200-02-38 - three peg patella 38mm. H7: z-0021-2022 for (B)(6) 02-012-35-4013 - logic tibia ps mod insrt sz 4 13mm.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2015. The patient was revised on (B)(6) 2024 due to a loose femur and recalled poly. The patient was revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4: UDI. H6. The following sections were corrected: b2. D8. H6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.